Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc observed the reagent probe 1 lock status dropping to zero then back to 100% while checking ultrasonics. Ccc observed reagent probe 2 lock status consistent at 100%. The customer ran five replicates on chemistry wash. Ccc did not find any evidence of contamination. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced reagent 1 probe transducer. The cse ran system check, which passed. The customer ran quality controls (qc), which were within range. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample on a dimension rxl with hm instrument. The initial discordant result was flagged with an abnormal assay error. The sample was repeated on the same instrument, resulting lower, but still falsely elevated. The result was auto-verified, and reported to the physician(s). The sample was repeated on an alternate dimension rxl max instrument, resulting lower. The sample was then repeated on the original dimension rxl instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated ctni results.